Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was highly variable, regularly measuring high, out-of-range. The ICD system remains in service and no adverse patient effects were reported. Subsequent technical services review of the device data showed there to be abrupt changes in multiple diagnostics at the same time as the shock impedance, suggesting there could be a patient factor involved. It was also observed that the home monitor had not successfully connected to the latitude server since mid-october 2024. Troubleshooting options for the monitor were discussed. The ICD system remains in service.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was highly variable, regularly measuring high, out-of-range. The ICD system remains in service and no adverse patient effects were reported.